Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on multiple notifications that the customer was unable to clear. During troubleshooting with tandem technical support, the customer was able to clear the notifications and resume insulin delivery. Customer's blood glucose level was 178 mg/dl.